Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6) explanted: 2014 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type lead product ID neu_siliconeanchor, serial# unknown; product type accessory product ID neu_siliconeanchor, serial# unknown; product type accessory product ID 97740,# serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 3777-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type lead product ID neu_siliconeanchor, serial# unknown; product type accessory product ID neu_siliconeanchor, serial# unknown; product type accessory. (B)(4).

Event description:
It was reported there was an anchor failure and one lead fracture, it was device related. There was a lead/extension/accessory breakage. There was anchor failure and resultant lead integrity. The patient was not in a clinical study. The explanted device was replaced. The device was used with/in the patient and the intended use of the device was treatment. There was no patient death. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Analysis of the implantable neurostimulator (sn (B)(4)) found that the battery had reduced capacity due to overdischarge. The implantable neurostimulator (ins) was received with no telemetry and no output from any electrode pair. Telemetry was restored after a short physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2014 and the battery was charged to 3.775 volts. On (B)(6) 2014 the battery had depleted to the "lock" mode (less than 3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. Analysis of the lead (sn (B)(4)) found that the lead body conductor was broken within 10 centimeters of the connector area and was broken at the anchor site, unknown. Unknown conductors were broken 17.0 centimeters from the proximal end. Unknown conductors were broken 2.8 centimeters from the proximal end. There were open circuits; no shorts between the circuits. Analysis of the lead (sn (B)(4)) found that the body conductor was broken within 10 centimeters of the connector area. Number 2, 3, 5, and 6 conductors were broken 2.8 centimeters from the proximal end. There w ere open circuits; no shorts between the circuits. Analysis of the anchor (sn unknown) found that the winged anchor had broken silicone. The anchor was torn. Analysis of the anchor (sn unknown) found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.